Event description:
It was reported that during device evaluation conducted at the manufacturer facility a substance was found on the drivetrain. There were no adverse consequences related to this event.